Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after positioning all the three leads before slitting the coronary sinus sheath, the left ventricular (lv) lead got displaced and was floating outside in the main cs. The lead was attempted and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.